Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer cleared the alarm to address the issue. Customers blood glucose was 156 mg/dl.